Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the patient reported to their clinic that they felt shortness of breath and the remote home monitoring system showed a red light. The clinic directed the patient to the emergency room as there may have been an alert in the remote home monitoring system that was not able to be transmitted to the clinic. At the emergency room a remote interrogation was performed and boston scientific technical services (ts) was contacted to send the information. The hospital did not request ts to review the remote interrogation data, thus no further information is available at this time. The pacemaker remains in service and no adverse patient effects were reported.

Event description:
Additional information was received that the patient was able to complete a successful remote interrogation later the same day. Within the remote interrogation data there were no alerts that would have caused a red light to illuminate on the home monitor.